Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) which is part of the shortened replacement window advisory (B)(6) 2007 population product advisory initially communicated on (B)(6) 2007, may be exhibiting abnormal device longevity. It was not known when the 2.65 volts at middle of life 2 (mol2) had been reached. Changeout timeframe was discussed. The boston scientific local area sales representative planned to return the device for analysis once changeout would occur.